Event description:
Health care professional states that blood result on contour system reads 100 mg/dl higher than their other contour system. Specific results not given. Depending on the actual results, the difference could fall in the "c" zone of the consensus error grid which would be clinically significant. No adverse events alleged. Customer strips were replaced and she returned her strips for evaluation.